Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the generator prompted an "excessive pressure" message. Then the instrument broke. The harmonic ace curved shears was only used for 5 minutes. There was no report of fragments falling inside the patient. The procedure was completed with a backup da vinci instrument of a different kind, and there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace curved shears instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken blade. The blade broke at roughly 0.127¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.